Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During an lsh procedure, while using the pks plasmasord device, the patient was shocked twice during morcellation and jumped twice on the surgical table. The procedure was completed using the same device and the same generator, it was a smokey field, but the surgeon did not feel that he was close to any other device to cause a shorting condition. The patient had a grounding pad attached. A valleylab tri ad and kleppinger device were also used during the case but not at the same time as the plasmasord. There was no patient injury.